Event description:
Device 1 of 3: reference MFR. Report# 3006705815-2018-02306, reference MFR. Report# 1627487-2018-08899.

Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report# 3006705815-2018-02306. Reference MFR. Report# 1627487-2018-08899. It was reported the patient experienced ineffective stimulation. System diagnostics revealed high impedances on all 8 contacts. Troubleshooting was tried to no avail. Imaging revealed the lead was disconnected from the ipg. As a result the patient underwent surgical intervention wherein the lead was explanted and replaced. Effective therapy was restored post operatively. It was unknown which leads were explanted and replaced, therefore all of them are being reported.